Event description:
It was reported that during set up the indigo attachment was not turning on and heating. There was no patient involved.

Manufacturer narrative:
H3: analysis found that attachment was stalled due to corrosion and could not perform pre repair temperatures. The input and output shaft are corroded. Laser markings are ineligible. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 1845200, product ID/lot number: unknown/unknown h6: codes fdm: b17, fdr: c20 and img g04063 belongs to 1845200. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: for device u21f3010: analysis found that pre repair temperatures could not be performed due to handle running well and motor was stuck in handle. H6: codes are updated. Previously updated fdc: d16 is no more applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the device was getting overheat in less than a minute, the device was operating at 45000 rpm and it is being run in forward direction. Irrigation was being used and operating at a flow rate of 30 cc.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 1845200, product ID: u21f3010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.